Event description:
It was reported that the patient was hospitalized after receiving inappropriate therapy caused by oversensing. High impedance was also noted. The lead is to be replaced. No further patient complications have been reported as a result of this event.